Manufacturer narrative:
The company service representative examined the system and observed the cpc connector was functioning per specification. The cpc connector was replaced as a precautionary measure. The system was then tested and met all product specifications. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "probe was difficult to connect" (fitting problem); "reflux was offset for one surgeon" (reflux within device). The nurse reported the vitrectomy probe was difficult to connect to the system. The reflux was offset for one surgeon. There was no patient or procedural impact. No patient injury was reported.